Event description:
Reportedly, the instrument did not cut completely and a donut was left attached to the patient. The anvil did not tilt the first time fired, but did the second time. This single use instrument was fired a total of three times. The patient is very ill because of a leak. The patient is also having radiotherapy.